Event description:
The manufacturer received a complaint reporting activation of a ¿ventilator service required¿ alarm on a trilogy o2 ventilator. The device was retrieved for evaluation. There were no reports or allegations of patient harm or injury associated with this event. The ventilator was returned to the manufacturer for investigation. Review of the device log files identified a ¿ventilator service required¿ error (err_obm_air_flow_sensor_failed), indicating a failure of the oxygen blending module (obm). To address this condition, the oxygen blender printed circuit assembly (pca) was replaced. Separately, and unrelated to the reported malfunction, the trilogy o2 pm1 kit was replaced as part of routine preventive maintenance. Following completion of service activities, the device successfully passed all required functional and performance testing.